Event description:
It was reported that the patient had gram positive septicemia. The patient was treated with intravenous antibiotics. The device and lead were removed. No pus, fluid, or necrotic tissue were noted within the pocket upon removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. (B)(4) the proximal segment was returned and analyzed. No anomalies were found. However, the proximal conductor was distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed) and the outer insulation had a breached cut. Visual analysis revealed apparent explant damage.